Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging her onetouch ultra2 meter was not powering on when the patient tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. One week prior to contacting lfs, the reporter stated, the alleged issue first occurred. The reporter stated, the patient uses oral medications including actos 15mg with diet and exercise to manage her diabetes. The reporter stated the patient took her medications as usual. The reporter stated, a couple of days after the alleged issue started the patient felt "shaky." The reporter denied the patient receiving any medical treatment in response to her symptoms. At the time of troubleshooting, the cca noted the battery did not need to be replaced and the patient was using the correct test strips. The reporter stated this was not the first time the meter had been used and there was no misuse of the product. When the patient inserted a new test strip, the meter would not power on. When the patient was prompted to insert a new test strip, the meter would not power on. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on 10/05/2012 with the following findings: the battery was found to be low or dead and the capacitor failed. This complaint is being reported as an adverse event because, the reported claimed due to the alleged issue the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(10/12/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on 10/05/2012 with the following findings: the battery was found to be low or dead and the capacitor failed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.